Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no audio output. According to patient, he experienced a low on (B)(6) 2014 while at work. His coworkers assisted him and patient consumed three donuts. Dexcom has issued an rga for patient to return device to be investigated. At the time of the call patient reported feeling pretty good.